Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products. Associated mdrs: 1225714-2014-04154,1225714-2014-04155, 1225714-2014-04156 and 1225714-2014-04157.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and a cerebrovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6 )2012, after the use of the product.